Event description:
After positioning of the pt on the table, but prior to the procedure, it was noted the table was pivoting on its pedestal style workings. The pt was removed from the table and the case was delayed. Reference medwatch form (B)(4).